Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during the priming and administration of vaccines/medication. The following information was provided by the initial reporter: unable to prime needle for administration of vaccine/medication. Needle would not retract air or fluid... Severe needle resistance when trying to prime/administer medications from this needle. In some needles, unable to draw up or prime needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during the priming and administration of vaccines/medication. The following information was provided by the initial reporter: unable to prime needle for administration of vaccine/medication. Needle would not retract air or fluid... Severe needle resistance when trying to prime/administer medications from this needle. In some needles, unable to draw up or prime needle."